Event description:
It was reported that a person using the ilet bionic pancreas experienced recurrent nocturnal and postprandial low blood glucose, with one episode around early morning and another to the 70 mg/dl after breakfast, sometimes dropping below 70 mg/dl if untreated. The person treated low blood glucose with quick sugar such as chocolate, and available reports showed smooth recovery after lows, with reported glucose values ranging from 53 mg/dl to 252 mg/dl. The event was associated with user handling consistent with an improper or incorrect procedure or metho. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem found and identified a usage problem related to failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial